Event description:
Reportable based on analysis completed on 12/08/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was femoral. The 90% stenosed lesion being treated was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The 2.75x38mm taxus liberte stent delivery system (sds) did not cross the target lesion. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination found that both the middle and proximal sections of the stent were damaged. One strut in the middle section of the stent was raised. Struts on stent rows 1 to 3 from proximal edge were raised distally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended size product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).